Event description:
It was reported that during use with bd vacutainer® safety-lok¿ blood collection set the user obtained a dirty needlestick injury. There was no report regarding medical intervention that was given. The following information was provided by the initial reporter: customer reports that the valve is weak and the needle is dull, leading to a difficult stick, a needlestick injury did occur.

Manufacturer narrative:
Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
In this MDR, bd corporate headquarters in franklin lakes, nj has been listed as nipro is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with bd vacutainer® safety-lok¿ blood collection set the user obtained a dirty needlestick injury. There was no report regarding medical intervention that was given. The following information was provided by the initial reporter: customer reports that the valve is weak and the needle is dull, leading to a difficult stick, a needlestick injury did occur.